Manufacturer narrative:
According to the customer, on (B)(6) 2026 the patient was sitting on a rollator when the two back legs broke, causing the patient to fall and "jar her back"; no injuries or medical intervention were reported. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 the patient was sitting on a rollator when the two back legs broke, causing the patient to fall and "jar her back"; no injuries or medical intervention were reported. No additional information is available at this time.